Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe shutdown mid case. Site swapped towers and was continuing with case. Site tried a new power cable and multiple outlets and erbe would not power on and also installed new fuses on the fuse box also. Technical support engineer (tse) advised caller the fuse box should not be removed from erbe. Field service engineer (fse) to follow up. The procedure was converted to another dv system.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found although the issue could not be confirmed during initial verification using system logs, visual inspection during the fa process validated that the unit does not power on. Upon inspection, the fuse cover is damaged, and the fuse box is cracked. Because the unit fails to power up, erbe error logs and system-level diagnostic tests could not be accessed, preventing further assessment. The complaint was confirmed based on field evaluation which indicates that the device may have contributed to the customer reported issue.